Event description:
Caller reported experiencing a cartridge alarm 30 and 20 during the pumping process. Customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Cts decided to replace the pump, and the customer will use a backup insulin pump to ensure insulin delivery is not interrupted. Cts confirmed shipment of a replacement pump with updated software and provided training instructions, as well as guidance on putting the current pump in storage mode before returning it. Customer understood the instructions and acknowledged receipt of all information provided.